Event description:
The user facility reports that a manual resuscitator was obtained for use in a code situation and the mask was allegedly missing from the package. Another resuscitator was obtained and there was no pt compromise.